Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. A watermark was not observed at the base of the sensor tail. An extended investigation was performed. Visual inspection has been performed on returned de-cased sensor and glue was observed covering the poise voltage test points. Performed an smu (source measurement unit) test using connector key while in the test fixture to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during the test which indicates that the error termination did not caused by sensor malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a sensor malfunction was found during the investigation. Therefore, this issue is not confirmed. Sensor kit expiration date is 31-may-23. Medical event associated with this complaint case occurred on (B)(6) 2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. The customer reported a low sensor scan and felt "bad due to anxiety". The customer had contact with a healthcare provider, where a blood glucose result of "hi" was obtained on the hcp meter and the customer was treated with insulin with a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. The customer reported a low sensor scan and felt "bad due to anxiety". The customer had contact with a healthcare provider, where a blood glucose result of "hi" was obtained on the hcp meter and the customer was treated with insulin with a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.